Event description:
It was reported that the patient presented in clinic for generator change. Upon interrogation, the right ventricular (rv) lead exhibited low pacing impedance. The rv lead was capped and replaced on (B)(6) 2021. Patient condition was stable throughout.